Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was intermittently unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The on/off switch gasket was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.